Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. The 5vdc power supply was evaluated and optimized. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system failed to produce fluoroscopic x-ray and exhibited intermittent functionality. No patient or user injury was reported.